Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a supplemental report will be submitted upon completion clinical and plant investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cycler alarmed for a heater bag issue in drain 0. The cycler was advanced to fill 1. The alarm could not be cleared and treatment was discontinued. Upon removing the set the contact found fluid leaking from the cassette near the drain exit. The set was discarded. During follow up the patient's pd nurse reported that there was no adverse event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.